Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient faced an issue with infusion set on (B)(6) 2026, as adhesive patch and cannula housing was detached from spring prior to insertion. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.